Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, no sensing was noted on the right ventricular lead. The lead was explanted and replaced and the patient was stable with no consequences.